Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with missing segments due to cracked zebra connector at lcd board. The pump was received missing end cap sticker, minor scratches on lcd window, and broken belt clip slot. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that the act and escape button did not work properly.